Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-00199. The pt ((B)(6)) was implanted with two percutaneous leads from different lots. It was reported the pt's peripheral nerve stimulation (pns) lead (off-label) was superficial. Surgical intervention was undertaken on (B)(6) 2014 to revise the device. No further issues were reported. Since it is unk which of the pt's two leads were implanted for pns, both lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.